Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient's bulging basal septum was inhibiting a proper seal. A second valve was implanted to increase the ventricular seal zone. No other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.